Event description:
Complainant alleged that the staff of the ICU dept was performing defibrillation on a female pt (age unk) in ventricular fibrillation. The staff was using a multifunction cable and electrodes with the device. The staff alleged that they defibrillated the pt four times at 360 joules, but that on the fifth attempt to shock the pt at 360 joules, the device failed to discharge and displayed an 'electrodes off' message. The clinician then checked all device connections, including the multi-function electrodes and the multifunction cable, and all appeared to be connected properly. The clinician again attempted to defibrillate the pt, but still received the same message on the device screen, and the device would not discharge. The staff then connected the defibrillator paddles to the device and successfully shocked the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.